Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the available x-ray images which could confirm the clinical observation. However the root cause could not be determined based on the provided information. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that one day after implantation, dislodgement was observed. The lead was repositioned.